Event description:
Dr reports a 27g quincke spinal needle broke during administration of spinal anesthesia at the univ. The circumstances of this incident were described by the dr: spinal anesthesia was administered to a laboring mother described as "obese with a heavy concentration of subcutaneous fat in the abdominal area". First, the spinal introducer needle was inserted into the pt's back resulting in the return of cerebral spinal fluid. Next, the spinal needle was passed through the introducer needle resulting in sudden and pronounced "parasthesia" type response by the pt as the spinal needle passed into the subarachnoind space. Dr believes that when the pt extended spine suddenly during passage of the spinal needle, the 27g quincke was bent in the process. Next, dr attempted to remove the needle from the pt's back and was able to remove only a portion of the original needle. The pt was then provided pain relief through alternate means and went on to deliver a baby. The dr reports that following the delivery, the woman was then taken to surgery to have the remaining portion of the 27g quincke needle removed from the back by a neurosurgeon. Dr asked rptr to answer this report.